Event description:
Customer reports obtaining results of 575mg/dl and >150mg/dl within 10 minutes on the same device. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.